Event description:
Customer reports post-op infection of a pt who had an anchor implanted. It was stated that the pt is doing fine after the site was irrigated and treated with antibiotics. Bacteria was not tested for species. Nurse indicated that they feel that the infection was not attributed to the implant, but rather to the pt's failure to follow post-op care instructions.